Event description:
Difficulty was experienced during retrieval of the angioguard after successful stenting. The physician was unable to close the filter basket, and when the filter was withdrawn, the basket was inverted. No difficulties were reported accessing the lesion in the right carotid artery, which was pre-dilated prior to stent placement. The vessel was reported to be mildly calcified. There was no report pt injury.

Manufacturer narrative:
Per lake region report: cordis corporation reported no product is expected to be returned to lake region medical for evaluation; however, a copy of the investigation request including lot traceability was provided. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical did review the device history records relative to the mfg, inspecting and packaging, which corresponds to cordis. This packaging lots, which were shipped from lake region medical on sept 27, 2007. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. With the limited amount of info available and without the return of the product or films of the procedure it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.